Manufacturer narrative:
File identification: (B)(4). D4: unique identifier (UDI) #- unable to complete entire UDI # as the manufacturing date information was not received. Results of investigation: log files reviewed, and it was determined that no performance issues were found. A supplemental report will be submitted in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported that the unit froze while on a patient. No harm reported to patient.